Manufacturer narrative:
(B)(4). Result of examination: the history log files were read and analyzed. According to the date, one air bubble alarm as well as one occurring air rate alarm were correctly alerted by the pump and confirmed by the user. After these alarms the priming function was used twice by the customer and the therapy was continued. Ongoing the sample was subjected to a visual and functional examination. The device was found slightly contaminated. The infusomat passed the self test with a positive result. The spaceline, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. Basic parameters of the air sensor were measured and found within specs. Furthermore, air bubbles of 0.1 ml and 0.25 ml volume were injected into the line at a delivery rate of 200ml/h. The sensor detected accumulated air as well as individual bubbles according the spec. In a long term test no erroneous air alarms were given. Throughout the complete test, the pump worked within spec. The reason of complaint could not be confirmed.

Event description:
As reported by the user facility (B)(4): no air alarm: air in line / air inclusion. (B)(4).